Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The key market reported that the customer declined to have the services performed by philips and went with a different channel to have the device repaired. No further details were provided. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator had a black screen. The device was in clinical use when the issue occurred. No patient or user harm reported.